Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the downstream occlusion sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was replaced and the device passed all testing.

Event description:
It was reported that the dso failed during testing. The investigation identified downstream and upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.